Event description:
The company has been informed the recipient's device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.6b. Advanced bionics considers the investigation into this non-reportable event as closed. The recipient was reportedly not explanted. The recipient remains implanted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections: e.1, g.2, b.5, a.1, a.2, a.3, d.1, d.4, h10, h.4, d.6a, d.6b, d.5, h.6 & h.10/h11. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable the recipient was reportedly not explanted. The recipient remains implanted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.